Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: patient presented with following pre-op diagnosis: status post motor vehicle accident on (B)(6) 2009 with resultant lumbar laminectomy and instrumented fusion at l4-5 with transforaminal lumbar interbody fusion on (B)(6) 2010 with nonunion l4-5, screw loosening with painful retained hardware l4-5, bilateral lower extremity radiculopathy. Intractable low back pain, spondylolisthesis l4 over l5, anxiety, hypertension. Procedure: posterolateral fusion l4-5 with removal of pedicle screws bilaterally l4-5 and reinsertion of pedicle screws bilaterally l4-5. Re-exploration lumbar laminectomy l3-4 and l4-5, exploration of spinal fusion l4-5, localization of level under fluoroscopy and utilization of neural monitoring with pedicle screw testing. As per-op notes¿.. A large bone morphogenic protein kit and bone graft synthetic bone matrix. There was no leakage of cerebrospinal fluid. A 5 ml strip of bone graft was wrapped inside half of the rhbmp-2 bone morphogenic protein and placed into the posterolateral gutter at l4-5 bilaterally. The remainder of the bone graft was then placed over the top and local bone graft. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.